Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not returned.

Event description:
It was reported that the cement hardened quickly than usual in tka. The cement hardened for only 7 minutes in 27¿ temp operating room. The surgeon used all monomer and polymer. Mixing system was not used. Other brand bowl or hospital's bowl was used for mixing. The cement was stored in 27¿ temp. Spare product was used instead of it and the procedure was completed. Antibiotic and any other substances which effect setting time were not mixed into the cement.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples of the reported lot. The results were satisfactory and within specification. Device history review. Bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. No further investigation for this event is possible at this time.

Event description:
It was reported that the cement hardened quickly than usual in tka. The cement hardened for only 7 minutes in 27¿ temp operating room. The surgeon used all monomer and polymer. Mixing system was not used. Other brand bowl or hospital's bowl was used for mixing. The cement was stored in 27¿ temp. Spare product was used instead of it and the procedure was completed. Antibiotic and any other substances which effect setting time were not mixed into the cement.